Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5190240 (sn (B)(6)) and the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed. The catheter mashed/indented 2cm from tip. Internal wires damaged from being mashed. Icp express read ¿no transducer detected¿. No testing was possible. The root cause could be determined as a mishandling of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during pre-testing, the microsensor could not be detected by the icp monitor. The procedure was completed with a replacement product. The event led to 10 minutes surgical delay with no patient consequences.